Manufacturer narrative:
10/7/1998- supplemental report sent to FDA. Corrected data entered on d-9. Product codes entered in h-3 and h-6 indicating the product was not returned for evaluation.

Event description:
The product was used during an unspecified procedure. Reportedly, the trocars were split causing an air loss. No pt injury has been reported.